Manufacturer narrative:
Medwatch field d4, lot number, and expiration date have been updated.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable positive result for one patient sample tested with elecsys hiv duo on a cobas e 801 analytical unit. When tested on the e801 analyzer on (B)(6) 2025, the following results were received: run 1: hiv duo = 11.0 coi (reactive), with sub results of 0.231 coi (non-reactive) for hiv ag and 11.0 coi (reactive) for anti-hiv. Run 2: hiv duo = 11.1 coi (reactive), with sub results of 0.218 coi (non-reactive) for hiv ag and 11.1 coi (reactive) for anti-hiv. The same sample was tested using the abbott hiv I & ii abs + p24 ag test on (B)(6) 2025 and the result was 0.64 s/co (non-reactive). A second sample collected from the patient was tested with the hiv-1/hiv-2 qualitative pcr method on (B)(6) 2025 and the results were not detected for hiv-1/hiv-2. A third sample collected from the patient was tested with the western blot method (hiv1/2) on (B)(6) 2025 and the result was negative.

Manufacturer narrative:
Calibration and controls were acceptable. False reactive results may occur in elecsys hiv duo as the labeled specificity is less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.